Event description:
It was reported that the right atrial (ra) lead had far field r waves. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d224trk implantable cardioverter defibrillator (ICD)  (B)(6) 2010; 4194 implantable pacing lead (B)(6) 2010. (B)(4).